Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush head came off [device breakage]; no adverse event [no adverse event]. Case description: (B)(4). A consumer, age and gender unspecified, reported that while using a patina black 7000 toothbrush, the oral-b brushhead, version unknown (tilted brush for stain care removal) came off. The reporter began using the brush head in (B)(6) 2016, and stated he or she had been using this kind of brush head for years. The reporter stated he or she thought the brush heads had been replaced at the recommend intervals, and used one brush for about 4 months. No symptoms developed.